Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the labeling of the ast-activated reagent (list# 8d37-30 lot# 46059hw00) is incorrect but the barcode is correct. The ast-activated reagent is incorrectly labeled as alt instead of "ast". No impact to patient management.